Event description:
The customer reported a 'charger fail' message on mainframe console. The customer also reported the collimator leaves are shown in the image with collimator fully open. The procedure was completed with no injury to the pt.

Manufacturer narrative:
The ge service rep replaced the battery pack. The also verified the battery pack voltage in film mode at 75kv and 200mas, mechanically centered the collimator, calibrated collimator iris and shutter leaves to spec. The rep verified no leaves in the image when collimator was fully open. System operating as intended.